Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that therapy doesn't seem to be working as well as it used to. Patient said that in the beginning it was working great however since about a week ago has noticed a return of leakage. When asked, no changes in medications or diet, no falls or trauma. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms ir said may switch programs. Additional information was received on 2024-09-27 the reason for call was patient said the device worked great in the beginning but after a couple months they had to put a catheter in because they were constantly leaking. Patient said when they try to pee it is like hitting a brick wall for about 5 minutes and it feels like someone is stabbing them. Patient has tried changing all kinds of positions and programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.